Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could be due to the anatomy, however this cannot be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer muscular vsd occluder was selected for implant using a 9f amplatzer torqvue delivery system. During procedure, the occluder was placed through the 10mm post-infarct defect and then the right disc deformed with a cobra shape. The physician was advised to replaced the occluder, however the physician elected to leave the device in place. The implant was aware that implanting a deformed device is against the IFU. "Little to no leak" was seen on transoesphageal echocardiography (toe). The physician stated "that the shape of the septum and vsd hole size also suggested that the cobra malformation was due to the anatomy" and that it was "likely that a replacement device would look the same when positioned." There were no interactions with cardiac structures during deployment and no angulation or kink was observed with the delivery system. The device was in stable position and the "end of the right disc was pointing away from the septum." The patient was reported to be in stable condition.